Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that does not turn on. This condition was found in the emergency room. This had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump where the pump does not turn on was confirmed during product evaluation. The root cause of the reported problem was determined to be depleted main batteries. A service history review found that the device has not been previously sent into service for the reported condition.